Event description:
It was reported that during a laparoscopic roux-en-y-gastric bypass procedure the device fired fine, with the cut line and staple line completed. When they got ready to reverse the battery, seemed dead. The knife was manually reversed and the device was opened. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Was there any difficulty removing the device from the tissue? Yes, but did open manually.